Manufacturer narrative:
A 510k: this report is for an unknown helical blade. Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the patient underwent a primary trochanteric fixation nail (tfn) procedure on (B)(6) 2017 to treat a proximal femur fracture. During the procedure the surgeon had difficulty inserting the helical blade after the tfn nail had been inserted. The helical inserter and coupling screw did not align properly making it hard to insert the helical blade. As a result the helical blade was hitting the tfn nail. Eventually the helical blade was properly aligned and the procedure was successfully completed. There was a 10 minute delay related to this event. No damage to devices were noted and there was no deviation in the surgical procedure. Patient outcome was reported stable. Concomitant devices reported: blade guide sleeve for tfn (357.369, lot 6581164, quantity 1); buttress/compression nut (357.371, lot 6599561, quantity 1); insertion handle for tfn (357.411, lot 6605563, quantity 1); 130 degree aiming arm for tfn (357.366, lot 3759323, quantity 1). This report is for one (1) unknown helical blade. This is report 2 of 2 for (B)(4).